Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket and lead erosion following a mechanical fall. The patient was treated with intravenous antibiotics, although infection was not confirmed. There were no additional adverse patient effects were reported. The crt-d was explanted.